Manufacturer narrative:
This report is being filed to remove incorrect patient code e060109 (h6) as it was unrelated to this event.

Event description:
It was reported that this right atrial (ra) lead was surgically revised due to dislodgement. Post operation check shows an odd rhythm of atrial tachycardia. Boston scientific technical services (ts) reviewed strips with intermittent post right ventricular pace. Ts suggested programming options. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically revise due to dislodgement. Post operation check shows odd rhythm of atrial tachycardia. Boston scientific technical services (ts) reviewed strips with intermittent post right ventricular pace. Ts suggested programming options. This lead remains in service. No additional adverse patient effects were reported.